Event description:
Blade electrode separated from electrosurgical pencil resulting in metal exposure. Pt sustained a second degree burn right breast (0.5 cm x 4 cm estimated size). Surgeon excised the affected tissue.